Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer¿s current blood glucose value level was 214 mg/dl. The customer was already treated and declined troubleshooting. The customer was reported that insulin pump was not on auto mode. Insulin pump had insulin flow blocked alarm and customer not tried all recommended remedies. The insulin pump will not be returned for analysis.